Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.0 device for mechanical circulatory support. The complainant reported a tear in the sterile sleeve of the repositioning sheath that occurred during use of the device. There was no reported harm or injury to the patient. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation for the reported product damage (sterile sleeve damage) has been completed. The impella device has not been returned for evaluation. However, the root cause of the failure mode was a damaged sterile sleeve. This report is being filed as part of a retrospective review of historical records.